Manufacturer narrative:
Analysis found that there was no stim response during pre-check. The fuse of the channel 1 broke and shorted. The fuse was replaced. The unit passed the test result. If information is provided in the future, a supplemental report will be issued.

Event description:
The distributor reported that the interface had no stimulation response and was unable to be used during use. There was no patient impact.